Manufacturer narrative:
D4. Medical device lot # 24045375 d4. Medical device lot # 24055573 h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was missing component the following information was received by the initial reporter with the following verbatim: it was reported by customer that we are having a difficult time product damage- tubing was leaking, missing roller clamps.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of roller clamp missing could not be verified due to the product not being returned for failure investigation. Device history record review for model 10015896 lot number 24045375 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr 2024. Device history record review for model 10015896 lot number 24055573 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.